Manufacturer narrative:
The qc was acceptable. A general reagent issue was excluded. The alarm trace showed numerous sample quality alarms on the date of the event. The investigation reviewed images provided by the customer. The sample showed no bubbles, foam, or fibrin. The images showed that the instrument's surface is dirty and requires cleaning. The investigation did not identify a specific cause of the event. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for 1 patient sample on a cobas e 801 analytical unit. The initial result was >120 ng/ml. On (B)(6) 2026, the sample was repeated on another module, and the result was 31.1 ng/ml. On (B)(6) 2026, the sample was repeated on the same module as the initial result, and the result was 31.1 ng/ml.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.